Event description:
The customer's parent reported via telephone call that the sensors gave inaccurate readings and had given calibration error alerts. No blood glucose reading was given. The customer's parent was advised to call to troubleshoot for the issue if it reoccurs. The customer was advised that the sensors would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor failed per specifications due to high readings.